Manufacturer narrative:
Concomitant medical products: w4tr04 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had impedance measurements. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.